Event description:
It was reported that the patient had her vns output current increased from 0.25 ma to 0.50 ma, after which she immediately started having a seizure. After the seizure, the physician decided to turn the vns off. The patient then claimed that she was not receiving efficacy from the therapy. Additionally, the patient had been set at the same settings for at least a year. It was unknown if the seizure was a response to the increased settings or if this was a coincidence. No diagnostics were performed at the time. It was noted that the physician had mentioned that the patient had psychiatric issues and that it was unclear if the patient's seizure was a pseudoseizure. Follow up found that the patient's device had been disabled previously for similar lack of efficacy issues and that when the current physician began treating this patient, the output current was turned on to very low doses and the patient would begin having general clonic seizures. The patient's device has been disabled since then. No other information has been provided. Follow up with the physician found that the